Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that he was at work and had the controller in his back pocket. The patient reported that he didn¿t realize the controller was not all the way powered off because he must have ¿like butt dialed¿ with the controller and the settings went up to 8.28. The patient reported that he was on a chair and fell on his back. The patient reported that since then was feeling pain in his back and was also concerned about a concussion because he was asleep the rest of the day. Additional information was received from the patient on (B)(6) 2019. The patient reported that the therapy increased to 8.28 but he wasn¿t sure if it was 8.28 because he had the controller in his back pocket. The patient reported that he felt pressure in his chest and back and felt like he was being strangled and fell to the floor. The patient reported that his stimulation was off and he still felt stimulation on his leg and it was uncomfortable. No further complications were reported.